Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Mfg device and pt codes used.evaluation summary: secondary review determined this device was not on a legal hold. The device was analyzed and no anomalies were found. This report reflects the revised conclusion code. It was reported via 3500a that the device battery stopped working; the 'device failed' (couldn't get it to work or stopped working). It was replaced; no patient complications have been reported as a result of this event. The ICD was returned, with a report of oversensing. The atrial lead was replaced, but oversensing continued until the ICD was replaced. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed according to specifications device evaluated and alleged failure could not be duplicated oversensing device, inoperable.

Event description:
It was reported via 3500a that the device battery stopped working; the 'device failed' (couldn't get it to work or stopped working). It was replaced; no patient complications have been reported as a result of this event. The ICD was returned, with a report of oversensing. The atrial lead was replaced, but oversensing continued until the ICD was replaced.